Event description:
Philips received a complaint on the defibrillator indicating that the device had boot up failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The asp determined that the I/o board was replaced in order to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.